Event description:
We have been informed, that during procedure, the surgeon experienced problems with the backflush function resulting in insufficient aspiration. Due to this event surgery was delayed by >30 minutes. No actual patient harm occurred.

Manufacturer narrative:
With regard to this event log files were provided for review. Review of the log files could not reveal any anomalies. The logfiles showed that the eva surgical system functioned as intended. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint until today. Based on the information available, it was determined that the reported event cannot be attributed to a malfunction of the eva surgical system. Since the fluid path was not provided for investigation, further investigation to determine the cause of the reported event was not feasible. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.

Manufacturer narrative:
The product will be returned for investigation.

Event description:
We have been informed, that during procedure, the surgeon experienced problems with the backflush function resulting in insufficient aspiration. Due to this event surgery was delayed by >30 minutes. No actual patient harm occurred.